Event description:
It was reported that the patient presented to the hospital for a follow-up after receiving a shock. Upon examination of right ventricular (rv) lead, it was noted that there was high capture threshold. Chest x ray was performed and it revealed rv lead dislodgement. The physician performed a procedure for repositioned the lead, but during procedure the rv lead could not extend. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, high capture threshold and inappropriate shock stimulation. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. The reported event of helix mechanism issue was confirmed. After cleaning the helix and cutting the lead, the helix could retract and extend by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.